Event description:
The arc was sent to integra for calibration. It came back with the same issues that existed before. It was almost impossible to move the sliding holder on the arc itself, when the arc is set, the angle on the right and left rig scale. There is a discrepancy of 1-2 degrees. The unit was in contact with a pt and there was a surgical delay however, the amount of time involved with the delay was not provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.